Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the user repeatedly received alert 38 for a stalled motor on the ilet, was unable to proceed with a motor rewind or a press-and-hold attempt, and after a device restart successfully rewound, completed a dry run without alerts, performed a full supply change, and resumed therapy; no leakage was observed at the device, anchor, or infusion site, and the user experienced hyperglycemia with a highest glucose of 197 mg/dl for about 2 hours without back-up therapy, ketone testing, professional intervention, or assistance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall that resolved after restart, indicating a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.